Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal impedance measurements and oversensing. As result, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 30.5-cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with a fatigue damage. Analysis concluded that the clinical observations of out of range pacing impedance measurements and oversensing were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements over 3000 ohms and oversensing. As result, the lead was explanted and replaced. The device was returned for product analysis. No additional adverse patient effects were reported.